Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device does not work anymore, and the battery is dead. The caller stated the patient was supposed to get it fixed, but they never did. The caller said the battery needed to be replaced. The caller added the healthcare provider (hcp) said the device was not active. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the initial reporter. It was reported that there was not an issue with the patient's device but rather they had called because the patient wanted to get a MRI. The patient ended up having their whole system removed so they could have the MRI. They did not know why the patient's ins had gone dead. No further information could be obtained. No further complications were reported or anticipated.